Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4) .

Event description:
It was reported that the patient was implanted an inter-op stem hip implant in 1995. (As the exact implantation date is unknown, the last day of the year was taken.) Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
Trend analysis:was not performed as no reference number was available. As no lot number was provided, the device history records could not be reviewed. Event description (event details, per) event summary: it is reported that a patient received inter-op implants in 1995 on an unknown date and he says that he needs a revision now for replacement of a new pe insert apr 55/28 hooded, catalog no: 4335-28-055. No other information is available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: according to the email of the patient, he says that he received inter-op implants in 1995 on an unknown date and he says that he needs a revision now for replacement of a new pe insert apr 55/28 hooded, catalog no: 4335-28-055. As no medical data was provided for the complaint, it is impossible to perform an investigation of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).